Event description:
The outer package was badly battered when rec'd from expresscare. When opened in the o.r., it was discovered that the inner sterile packaging was cracked. The implant had to be autoclaved before surgery and the pt was under anesthesia an extra 45 mins.